Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's battery charger was not working. The pt was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the charger would not charge. Upon evaluation, the power unit connector was damaged. The cause of the inability to charge is a damaged power supply connector. The pins in the power supply connector were recessed. The root cause of the recessed power supply connector pins cannot be positively identified. No adverse event resulted form the defective power supply connector. The pt was issued a replacement battery charger.